Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. No failures were found in logs. The instrument was fully functional. No product issue was identified. Additional observation(s) not reported by site: the instrument was found to have a segment of the conductor wire sticking out from the jaw. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument cut and sealed.

Event description:
It was reported that during a da vinci-assisted, the vessel sealer extend (vse) instrument stopped working. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. Sealing was being performed at the time of the incident. The vse instrument was not working. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.